Event description:
There was an allegation of a questionable elecsys troponin t hs assay result for a patient sample tested on the cobas e 801 analytical unit. The initial result was 15.2 pg/ml. The repeat result on a second e801 was 12.2 pg/ml.

Manufacturer narrative:
The reagent lot number is 847376. The expiration date was not provided. The field service engineer (fse) replaced the measuring sipper nozzle and gear pump head and performed preventative maintenance, which included the syringe deals. The fse performed an instrument check successfully, and the customer performed calibration and qc successfully. The investigation is ongoing.